Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-may-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 24-sep-2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device return to MFR? Yes, mfg date: 22-nov-2018, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited pacing failure. When the leadless ipg system was removed from the patient's body, it was noted blood had coagulated in the device cup. Attempts to flush the delivery system were unsuccessful and the saline solution was observed to leak from the handle part of the delivery system. The leadless ipg system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical issue with the inner shaft flush port of the delivery system. Fluid pathway leak was observed on the delivery system. The articulation of the delivery system was out of plane. There was an issue observed with the fluid pathway of the delivery system. The delivery system outer shaft was kinked/buckled. Flat wire was found protruding from the delivery system outer shaft. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. The delivery system will not flush between the inner and outer shaft. The inner shaft flush proximal hole is occluded and will not allow flushing, the distal hole allowed flushing to occur. There is a leak on the inner shaft, leaking at the inner boss at the deflection cable access at 6.5 cm from the proximal end of the inner shaft. The luer housing is leaking between the luer housing and the tether lock insert. If information is provided in the future, a supplemental report will be issued.